Manufacturer narrative:
(B)(4).

Event description:
The reporter stated tha surgeon implanted a 12.0 mm icm120v4 implantable collamer lens in the pt's right eye on (B)(6) 2003. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens. See MFR # 2023826-2011-00915 for left eye.